Event description:
A customer reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer had not reported this specific alarm before, although there had been alarms with consecutive cartridges. Tandem technical support educated the customer on proper procedures and agreed to replace the pump, which was still under warranty. The customer planned to use mdi as backup therapy until the replacement arrived. Technical support provided instructions for returning the malfunctioning pump and advised the customer on setting up and connecting the new pump. A replacement pump was sent to the customer.